Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient had increase of creatinine from 0.63 at baseline to 1.06 post procedure to 1.36 at discharge. The patient was treated medically but the condition remained ongoing. No adverse patient effects were reported at discharge. Six months post implant procedure the patient presented to the emergency department with lower extremity edema, shortness of breath. The patient was admitted to the hospital and treated for congestive heart failure (chf) exacerbation. No other adverse patient effects were reported and the patient recovered three days later. One year following implant the patient died. The cause of death was not received by medtronic. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Additional information was received from the clinical physician that noted the relationship of the valve to the patient's death was remote. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).